Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Smart flex vas 7 x 80 stent used for the procedure was not the size that was stated on the packaging. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that the access site was from the right femoral artery. The target lesion was the common iliac. The stent was not deployed by the physician and was removed from the patient. The stent was thought to be longer than the labeling. No unusual force was used. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
The 80 cm. Smart flex vas 7 x 80 stent used for the procedure was not the size that was stated on the packaging. There was no reported patient injury. Additional information received indicated that the access site was from the right femoral artery. The target lesion was the common iliac. The stent was not deployed by the physician and was removed from the patient. The stent was thought to be longer than the labeling. No unusual force was used. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. The product was returned for inspection. One non-sterile smart flex 7x80 vas 80 cm stent delivery system was returned. Per visual analysis the system was returned in one piece; the stent was fully crimped to the system. No kinks, breaks, or other damage were noted on the system. Per dimensional analysis the crimped stent was measured under the outer sheath tubing and found to be 99 mm long. The nominal length for a crimped 7x80 mm stent is 99 mm. The stent within the system is at its expected length. The stent was deployed and its length measured (figure 6); the stent was measured as 80-81 mm long, deployed. The design length of a 7x80 mm smart flex stent is 80.0 mm ± 2.0 mm, not including marker eyelet. A device history record (DHR) review of lot 38107 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses incorrect length¿ was not confirmed by analysis of the returned device as functional and dimensional analysis was performed successfully. The exact cause of the reported event could not be determined. It may be that the clinician assumed the deployed length would be the same as the crimped length, as seen through the catheter tube. According to the instructions for use ¿select stent length ¿ measure the length of the target lesion to determine the length of stent required. Select a stent length that allows for the proximal and distal aspects of the stent to cover the entire target lesion. A. The maximum constrained length is the length of the stent in at the smallest indicated reference vessel diameter. This length is indicated on the system with the proximal placement marker. B. The minimum constrained length is the length of the stent in at the largest indicated reference vessel diameter.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.